Event description:
It was reported that during the surgery, after fired, the knife moved to the distal end, but could not return knife automatically. Used knife reverse button to return knife. There were no adverse consequences to the patient. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 6/23/2023. D4: batch # 258c98. Investigation summary, the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60d reload loaded in the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: slide the knife reverse switch forward to return the knife to home position.  At any time, if the knife reverse switch does not return the knife to home position and the jaws will not open. First, ensure the battery pack is securely installed and the instrument has power then, try the knife reverse switch again. If the knife still does not return, use the manual override. The event described could not be confirmed as the device performed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 258c98, and no non-conformances were identified.